Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2014 due to lens opacity. The opactiy was noted on (B)(6) 2014 and it was an anterior subcapsular opacity. An anterior chamber lens was implanted.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - clinical studies have shown that anterior subcapsular cataract occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).